Event description:
It was reported by the affiliate that during a laparoscopic gastrectomy procedure, scissoring clips. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returned.

Manufacturer narrative:
Info anticipated, but unavailable at this time.